Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer experienced hyperglycemia and diabetic ketoacidosis. Customer was in intensive care unit as per daughter. The customer blood glucose level was 842mg/dl. Customer declined to troubleshoot for the high blood glucose. The insulin pump will not returned for analysis.